Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-mar-2026, a distributor reported via (B)(4) that an ar-12990 knee scorpion came from the office loaner and was damaged on arrival. On the first pass during a case, the scorpion broke, and the pieces were retrieved. No patient was affected. Additional information was received on 13-mar-2026. The rep advised they would best describe it as the upper jaw of the knee scorpion broke.